Event description:
It was reported that during an open pancreatoduodenectomy, the jaw did not fully open (the width of opening the jaws was smaller than usual) after the 1st firing. It was not difficult to remove the device from the patient. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep checked the device. When the sales rep pressed the release button after closing the jaws, the jaws did not fully open. Besides, an unexpected resistance was felt when the trigger was returned to the home position by hands. On what tissue type was the device used? At what location on the tissue?---gastric body. What color cartridge was being used? ---no information. Was buttressing material utilized? If so, which product? ---no information. Had the device been fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information.

Manufacturer narrative:
(B)(4). Release button. The analysis results showed that one ec60 device was returned with the shrouds opened without a reload present. The firing mechanism was noted to be damaged as the knife was noted to be between home and I position and the three stroke indicator was at the home position; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.